Event description:
It was reported that the patient¿s system was revised 6 months prior to the report because ¿a port was bad¿. The patient reportedly had shocking when "leaning on the counter". The patient wasn¿t, however, sure how the lead broke.

Manufacturer narrative:
Product ID: 3889-28, lot# v860460, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).